Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 400 units. Additionally, it was reported that multiple cartridges leaked from the bottom. Reportedly, the customer was using u-500 insulin. The customer's blood glucose level was 138 mg/dl and the customer reverted to manual injections.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue (minimum fill message) could not be verified. Complaint cartridge (cartridge leak) was not returned for evaluation.